Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The determined root cause was that the flow sensor was not correctly placed. As a result water accumulated inside the flow sensor. In consequence (correction) the flow sensor was replaced. There was no patient or user harm reported.

Event description:
The report say: on apr. 1, 2020, the bedside nurse in ICU found that the ventilator alarmed intermittently (breathing tidal volume is too high and too low) at 02:00 a.m. Since the patients vital signs were observed normal, the nurse checked the connection tightness of ventilator circuits, and adjusted the parameters. At 04:00 a.m., cyanosis of lips was noted during oral nursing procedures. It was observed that the oxygen saturation (spo2) was 74%, and the respiratory waveform on the home page of ventilator screen was disordered.